Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that during the testing, the unit shut off and came back on with a "power interrupted" message.